Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back regarding symptoms at night as previously noted. Patient stated they got up "every hour to go to the bathroom" last night. Patient said this has happened "a couple times before" but that it is "happening more frequently". Had patient connect to ins and try increasing stimulation, patient stated they could only increase by .1 before it became uncomfortable. Reviewed program function and option for adjustment. Patient decided to change programs. Patient adjusted stimulation until they could feel a "buzzing" and it was comfortable. Patient will maintain stimulation and monitor symptoms. Redirect to doctor if issue persists.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. The reason for call was patient stated that after 3am in the morning they are getting up every hour to go to the bathroom. Patient stated that this has been going on for some time and it keeps getting worse so they think they need to change the settings. Patient mentioned that they tried increasing the stimulation a couple of days ago, but that hasn't made a difference. Walked the patient through connecting the handset and communicator to the implant. Patient was able to successfully connect and increase the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. The patient called back reported since they increased their stimulation yesterday, they got up last night 5 times to go to the bathroom after 3 am. The patient stated it felt like they were getting up to go every hour. The patient stated that normally it was maybe 3 times a night and that their current symptoms were worse than they were before they got the implant. The patient stated the issue began awhile ago, about a month ago. When asked if they had any falls or traumas that led to the event, the patient stated that they'd fallen about a month ago and hurt their back (the c-12 vertebrae). The patient stated that they still had pain. Reviewed with the patient that as they had just made an adjustment to their symptoms yesterday, it would be best to continue to monitor how their symptoms responded to the adjustment before moving to another setting. Reviewed programming considerations with the patient and the patient stated they would check with their managing health care provider (hcp) to see if they could try switching to a new program if this current setting didn't help. Also suggested to the patient to mention the fall to their hcp if their symptoms still did not improve. The patient was able to recall the name of their hcp and identified them as the hcp on record.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.